Event description:
The pt was implanted with a left ventricular assist device. The perfusionist reported that the pt was found down and unresponsive. Per his wife who found him, he had one power cable from the power module connected to his system controller. His pump was connected to the system controller. His batteries were lying on his bed near him. She immediately hooked him back up to both leads of the power module. His wife checked the batteries that were next to him when she found him, and they were fully charged. There was maybe an hour of questionable/no flow. The log file showed a no external power alarm, and the emergency backup battery was engaged. The pump ran in power saver mode. The external power was then restored via the 14volt li-ion batteries being connected.

Manufacturer narrative:
The pt remains ongoing with the implanted device. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.